Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a time/date reset was unable to be verified in the black box history. The pump was exercised for 24 hours with the returned battery and cartridge caps. The total daily doses added up correctly and reflected the users programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) greater than 500 mg/dl with an unspecified level of ketones, abdominal pain/vomiting extreme drowsiness/difficulty waking up/confusion, blurred vision, polydypsia, polyuria, nausea, and symptoms of dehydration (dizzy, lightheaded) associated with the time and date resetting on the pump. It was reported that the patient discontinued pump therapy and received phone advice from their healthcare provider regarding treatment. Reportedly, the patient was treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient had experienced hyperglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.